Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer reported obtaining a sensor scan of "over a hundred" compared to a blood glucose reading of 58 mg/dl from an unspecified meter. The customer experienced confusion and had contact with a healthcare professional who administered unspecified treatment for hypoglycemia. Post-treatment reading of 139 mg/dl was obtained on the sensor compared to an hcp meter reading of 118 mg/dl. No additional treatment was reported. There was no report of death or permanent injury associated with this event.